Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead exhibited high pacing impedances greater than 3000 ohms, noise and a loss of capture. A ra insulation issue was suspected and a revision procedure was performed. During the replacement, the pacing impedance remained greater than 3,000 ohms. The device was reprogrammed and the ra lead was surgically abandoned as the replacement lead was unable to be implanted due to placement difficulty. The ra lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.